Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to leakage from scope body and up/down angulation control knob. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the gastrointestinal videoscope, for the annual inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: air/water cylinder has foreign objects; due to a crack on scope body, water tightness is lost; due to damage on upwards/downwards knob, water tightness is lost; suction stopper is replaced for preventive maintenance; air water tube has foreign objects; plastic distal end cover has a chip; and connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.